Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(4) 2016. The complaint of a transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a transmitter failed error that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.